Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of reaq1020 showed no other similar product complaint(s) from this lot number.

Event description:
Nurse at facility reported that during checks, another nurse noticed that the dressing on a patient with a PICC line was moist. When the nurse went to change the dressing, they also tried flushing the catheter. When flushing the white port, they noticed fluid coming out of the insertion site. Nurse stated that they thought that the leak was coming from the catheter inside the patient. The catheter was removed, no new device was placed and no additional medical intervention was required. No patient harm reported. Nurse stated that the grey lumen flushed fine. They did not examine the PICC line after it was removed. Nurse stated that staff are educated to use a 10cc syringe for flushing.